Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the h3 section and to provide the completed investigation results. One 6fr glidesheath slender guide wire and needle were received for product evaluation. Visual inspection revealed that there was no bends, kinks, or damage observed on the guidewire. The guidewire was inserted into the needle; the guidewire could not be inserted into the needle cannula. The floppy end weld was viewed under microscope and uncoiling was noted. Measurements of the guide wire were taken and the diameter throughout the wire is 0.510 mm which is within manufacturer specifications (0.51-0.54 mm). Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be determined based on the available information. Terumo is further investigating the reported event.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glidesheath slender wire would not advance into the barrel of the needle. Post procedure they attempted to advance the back of the wire through the needle, and the wire successfully advanced through the entire length of the needle. They opened a second kit and used that wire which advanced through the needle with no resistance. The patient was unaffected by this issue. The procedure outcome was successful. There was no patient injury/medical or surgical intervention required. Additional information was received on 29jan2020. The procedure was a diagnostic heart catheterization.